Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Per follow up information, nurse reported that the device was tagged and sent to the biomed team. The patient completed therapy on an alternate device and no patient impact was noted. Transferred to biomed to gather additional information. Spoke with biomed reported that the device issue was resolved onsite. They replaced the circulation pump and screen. The device was sent back to the unit and was back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician answered phone and stated that the arctic sun device did not appear to be getting patient temperature (pt) down to targeted temperature (tt) and notice of marginal flow. Physician transferred to nurses. Patient temperature (pt) was 38.6c, targeted temperature (tt) was 37c, water temperature (wt) was 27.8c, water flow rate (wfr) was 1.8 l/m, 4 pads connected. Received alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 11976.2 and pump hours were 10726.5. Advised to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on (B)(6) 2025, spoke with nurse reported that the device was tagged and sent to the biomed team. The patient completed therapy on an alternate device and no patient impact was noted. Transferred to biomed to gather additional information. Spoke with biomed reported that the device issue was resolved onsite. They replaced the circulation pump and screen. The device was sent back to the unit and was back in service.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician answered phone and stated that the arctic sun device did not appear to be getting patient temperature (pt) down to targeted temperature (tt) and notice of marginal flow. Physician transferred to nurses. Patient temperature (pt) was 38.6c, targeted temperature (tt) was 37c, water temperature (wt) was 27.8c, water flow rate (wfr) was 1.8 l/m, 4 pads connected. Received alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 11976.2 and pump hours were 10726.5. Advised to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on17jul2025, spoke with nurse reported that the device was tagged and sent to the biomed team. The patient completed therapy on an alternate device and no patient impact was noted. Transferred to biomed to gather additional information. Spoke with biomed reported that the device issue was resolved onsite. They replaced the circulation pump and screen. The device was sent back to the unit and was back in service.